Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012; 1258t competitor implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received six inappropriate shocks due to t-wave oversensing (twos). The device software was updated as a result, and the lead remains in use. No further patient complications have been reported as a result of this event.